Event description:
During an in clinic follow up, the device was interrogated and noise resulting in oversensing was noted on the right ventricular (rv) channel of the device. Pocket manipulations were performed; the noise was reproduced. During the revision procedure, the rv set screw on the header of the device was found to be too loose. The rv lead was reconnected and the rv set screw was tightened to resolve this event. The patient was stable.